Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 . (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 12.0 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. It was later explanted on (B)(6) 2017 because the patient developed myopia. There was an incision enlargement, but there were no sutures needed. The replacement lens was a model zxt225 10.0, a smaller diopter lens. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/21/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a zip lock bag. Visual inspection with unaided eye was performed; the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, further analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.